Event description:
It was reported that the display on the insulin pump went blank after changing the battery. Customer stated that he changed the battery again and received a battery out limit alarm. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap were not checked as the customer did not wasn't to remove the battery cap. Customer started to sound confused. It was found that blood glucose was 45 mg/dl. Customer's wife was with him and was going to give him candy. He declined to call 911. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.